Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they had issues with lost sensor alarm. The customer's blood glucose level at the time of incident was 131mg/dl. Troubleshoot was conducted. The customer states the electrode was not visible. The customer was advised that the sensor would be replaced and returned for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor cannula was bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. The insertion needle was not returned unable to confirm the anomaly.